Event description:
When the surgeon screwed the screw to tibia, surface of the screw peeled off. Screw was left in place inside tibial tunnel. Pieces were removed using a pinsets.

Manufacturer narrative:
(B)(4)